Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
It was reported that the trial patient had trial put in the day of call. She said it was for bladder and bowel. The box was pinching her and the nurse made it loose. Patient got home and noticed one of the wires was loose. One wire was hanging. She was not sure if it was supposed to be like that. The device was showing the green blinking light. She was supposed to wear the device for a week. This was noted as a sudden change in therapy/symptoms.